Event description:
On (B)(6), 2013, the residual longevity of the battery was 1year and 11 months (impedance 2.97kohms and magnet rate 96ppm). On (B)(6), 2014, the device had reached rrt (impedance 10.99kohms and magnet rate 80ppm). The device was then explanted due to unusual battery behavior.

Event description:
On (B)(6) 2013, the residual longevity of the battery was 1 year and 11 months (impedance 2.97kohms and magnet rate 96ppm). On (B)(6) 2014, the device had reached rrt (impedance 10.99kohms and magnet rate 80ppm). The device was then explanted due to unusual battery behavior.